Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visually the device remains fully assembled. The distal tip of the anchor is broken on one end of the suture bridge but remains held in place by the suture, confirming this complaint. The damage observed on the anchor is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. However, we cannot confirm if this was the issue that caused the failure in this complaint. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿

Event description:
The distal tip of the anchor where the sutures run and are protected was broken on one side only from the packaging. The dr then decided to open another anchor instead, which was fine. A new anchor was opened and used. Additional information received from the affiliate indicates the surgeon noticed the anchor was broken while trying to insert it into the patient. Another same like device was used to complete the procedure.